Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two segments. Areas of internal insulation abrasion were found at 7.0-7.5cm, 18.5-19.5cm, 27.0-27.3cm, 37.5-38.5cm, and 47.0-48.0cm from the distal tip. The etfe coating of the conductors was intact at all areas of internal insulation abrasion. The inner coil was exposed at the location 18.5-19.5cm from the distal tip. The reported noise and threshold issues may have been due to the exposed inner coil. The hv impedance issue could not be confirmed. Without the return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The complete lead was returned in two segments. Areas of internal insulation abrasion were found at 7.0cm to 7.5cm, 18.5cm to 19.5cm, 27.0cm to 27.3cm, 37.5cm to 38.5cm, and 47.0 to 48.0cm from the distal tip. The etfe coating of the conductors was intact at all areas of internal insulation abrasion. The inner coil was exposed at the location 18.5- 19.5cm from the distal tip. The reported noise and threshold issues may have been due to the exposed inner coil. The hv impedance issue could not be confirmed.

Event description:
It was reported that upon interrogation, high threshold and increasing rv lead impedance were noted. A month later, upon interrogation, further increase of the rv lead impedance was observed. During the explant, the patient suffered a cardiac tamponade.